Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
An optometrist reported a patient with two plus punctate epithelial keratitis with central involvement of the left eye one month post lasik treatment. The patient reported some blurring of the left eye. A topical corticosteroid was began, the artificial tears were increased, and the patient will begin fish oil vitamins. The patient will return to the clinic in one month for additional follow up. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
(B)(4).

Event description:
Dryness was also reported one month post lasik treatment..

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Logfile review for the date of event shows no abnormalities that could have contributed to reported event. The treatments were completed to 100%, without error messages. All laser system functions were within specifications at this day. No technical root cause could be determined as the system is performing within specifications. (B)(4).